Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector broke the following information was received by the initial reporter with the following verbatim it was reported by the customer that one trifuse leuer lock come off end of trifuse and had one trifuse with needless connectors that would not flush. Caused us to have to disconnect central line tubing on an immunocompromise patient 2 times.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported component damage on the luer, and occlusion in the set. There was only one sample received, which had a cracked male luer collar, verifying the component damage issue. The other issue of occlusion in the set could not be verified, as that sample was not returned. The male luer collar returned was very easy to separate off of the luer, since it was cracked. The root cause for the issue was not able to be traced to a manufacturing process. The possible root cause is the use of alcohol wipes on the luer, which can weaken the plastic. Allowing the alcohol to dry on the plastic should help with the issue.

Event description:
Material#: mz9266, batch#: unknown. It was reported by the customer that one trifuse leuer lock come off end of trifuse and had one trifuse with needless connectors that would not flush. Caused us to have to disconnect central line tubing on an immunocompromise patient 2 times. Rcc received a complaint via email. Item: mz9266, quantity affected: (B)(4) ea, serial/lot number: n/a, po: (B)(4). Are any samples available for return? Yes. Reported issue: trifuse failure: had one trifuse leuer lock come off end of trifuse and had one trifuse with needless connectors that would not flush. Caused us to have to disconnect central line tubing on an immunocompromised patient 2 times. Additional info: what was the impact to the patient? Unknown. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Unknown. Can you please provide an exact date of event in format dd-mmm-yyyy? 9/2/2024. Can you please provide the lot number associated with reported issue? I did not get a package with the item. Total number of occurrences? 2. Is both issues happened in same material? Unknown. Please return the sample for investigation. Product was shipped.